Manufacturer narrative:
Cam bracket assembly.

Event description:
It was reported by service report that the zoom carriage would not stay engaged and keeps popping out of steer. No pt involvement or adverse consequences are reported.